Event description:
The patient reportedly experienced intermittencies and loss of lock. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed broken antenna coil wires and a slightly dented bottom cover. In addition, the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed multiple antenna and shield wire breaks. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action has been implemented. This is the final report.